Manufacturer narrative:
An event regarding non-functional involving a mako mics was reported. The event was confirmed. Method & results: product evaluation and results: evaluation: collar locking mechanism - dislodged; clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock on november 19, 2020 with no relevant reported discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.

Event description:
Collar locking mechanism - dislodged. Case type / application: tka 2.0.